Manufacturer narrative:
(B)(4) clip fell into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while trying to deploy the clip on the tissue, the clip detached into the patient in an open state. The clip was attempted to be retrieve; however, the clip could not be found. A "radio control" asp procedure was performed to locate the clip; and a procedure was performed to retrieve the clip successfully. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.